Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), which resulted in delayed pacing and heart rates below the programmed lower rate limit. Several attempts were made to reprogram the lead, but the twos issue could not be eliminated. The physician chose to cap and replace the rv lead. No patient complications have been reported as a result of this event.